Manufacturer narrative:
Because the customer could not perform troubleshooting on (B)(6) 2017, customer service requested that she disassemble, inspect, and clean and reassemble kit components and the tubing set and gave the customer information regarding breast shield sizing. Additionally, new valves and membranes were sent to the customer. On (B)(6) 2017, the customer contacted customer service a second time regarding the suction issues with the symphony breast pump. At that time, the customer was able to perform troubleshooting, the results of which improved suction on one side. The customer indicated that she hadn't yet received the new valves and membranes which were sent on (B)(6) 2017, but indicated that she would try them once she does receive them to see if they resolve her suction issues. If not, the customer indicated that she would contact the rental station. A medela clinician attempted to contact the customer multiple times to follow up, but the customer was unresponsive. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2017, the customer alleged that she was experiencing low suction with a rental symphony breast pump that she has been using her since going back to work and she got mastitis because they [work] did not give her long enough to pump. She was prescribed augmentin for 10 days and the mastitis is resolving.